Event description:
The customer reported that while running a p24 antigen assay, summit sample handler, failed to pipette reagent into position a12 and did not give an error message. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event.